Event description:
It was reported that prior to an attempted novasure endometrial ablation procedure the pt had a tubal ligation which included "instrumental manipulation of the uterus" as well as a dilation and curettage and hysteroscopy. The "uterus was extremely retroflexed and difficult to dilate and sound." The physician had unsuccessfully sounded the pt after several attempts and "felt that the sound (not a hologic device) had lost resistance at one point, potentially having perforated the anterior wall above the cervical canal." The novasure device was inserted; however, "it would not open properly due to the angle of the uterus". The device was removed and a second hysteroscopy confirmed a "very small" perforation. No treatment was provided as the physician believed the perforation would "heal spontaneously within a few weeks." The pt has been seen on f/u and was reported to be "well".

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) precautions: pts with a severly retroverted uterus are at greater risk for uterine perforation during any uterine manipulation. (B)(4).